Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-09775. It was reported that an error message displayed during aspiration. An angiojet solent omni was selected for a thrombectomy procedure. Device was primed successfully. Power pulse mode was initiated; however the device kept stopping and then eventually it stopped at 32 seconds and an error message was displayed. The device was re-primed for 2 seconds and the device stopped again. The device was reconnected again but stopped continually; however tissue plasminogen activator (tpa) was dispensed. Thrombectomy mode was initiated and could not work for more than 1-2 seconds. A leak at the pump was noted. Another angiojet solent omni was selected for use. 3-4 error messages were displayed after priming. Thrombectomy mode was initiated for 2 seconds then the device shut off. Eventually it worked and the case was completed. There were no patient complications and the patient's condition was fine.